Event description:
Patient was agitated, the ventilator was not giving breaths, the filter was changed and reset; however the ventilator still was not recycling. Biomed assessment: testing found the ventilator functioning properly. The event log from the ventilator showed 298 alarms in the prior 2 hours and 35 minutes. The log was show to the supervisor of respiratory and she spoke to the respiratory therapist. The therapist stated that the patient had been fighting the efforts of the ventilator, therefore causing the alarms and causing the ventilator to stop cycling. The ventilator was returned to service. There was no patient harm.